Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath. The patient suffered a hematoma requiring a blood transfusion. It was reported that during the procedure, the patient's blood pressure dropped. They checked for effusion using intracardiac echocardiography (ice) and none was found, but the patient¿s blood pressure was still dropping. The caller stated that a hematoma was present, but they were unable to determine where it was and 2 liters of blood were infused. The patient was being sent to get a CT scan. The patient was in stable condition. Additional information was received on the event by the bwi representative stating he was later informed by the physician that the patient had a small hole in a vein near the femoral head (he could not recall the exact location). The physician was unsure on the cause and considers it possible that it occurred spontaneously or due to sheath. No additional intervention was provided besides infusion of 2 liters of blood. The adverse event was assessed as MDR reportable under the sheath.

Manufacturer narrative:
The investigation was completed on 05-jun-2-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).